Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify failed battery test alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose values at breakfast 203 mg/dl lunch 113mg/dl, supper 82mg/dl, bedtime 233mg/dl. Blood glucose values a month ago when customer thinks the issue first started occurring during that night of the low battery alarm in the middle of the night breakfast 194mg/dl, lunch 146mg/dl, dinner 107mg/dl, bedtime 212mg/dl. This morning he had a fairly high reading 265mg/dl before breakfast but then lunch time it went down to 127 mg/dl. Insulin pump will be returned for analysis.